Event description:
Additional information received from the author reported that the patient outcomes were dependent upon which arm of the study the patients were allocated to. In regards to the previously reported infections, the author stated one of those patients had been re-implanted with a new electrode. Additionally, the author reported that one patient in the article had required explant due to pain after 12 months follow-up.

Manufacturer narrative:
Please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Please note that this date is based off the date the article was accepted for publication as the actual event date was not provided. The main component of one of the systems involved in the reported events; other applicable components are: product ID: 3093, lot# unknown, product type: lead. Product ID: 3531, lot# unknown, product type: external neurostimulator.

Event description:
Rydningen, m.b., dehli, t., wilsgaard, t., lindsetmo, r.o., kumle, m., stedenfeldt, m., norderval, s. Sacral neuromodulation for faecal incontinence following obstetric sphincter injury - outcome of percutaneous nerve evaluation. Colorectal disease : the official journal of the association of coloproctology of great britain and ireland. 2016. Doi 10.1111/codi.13472 summary: the purpose of this study was to assess the efficacy of percutaneous nerve evaluation (pne) in women with faecal incontinence (fi) following obstetric anal sphincter injury and relate the outcomes to baseline factors with special emphasis on the extent of sphincter defect. Reported events: 2 patients underwent peripheral nerve evaluation (pne) for fecal incontinence. The patients required the tined lead to be removed due to infection with staphylococcus aureus. The following device specifics were provided: tined lead model 3093; external neurostimulator verify model 3531; patient controller model 3537.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.